Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/16/2014 with the following: during testing, the display was found to be dim and fading.

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and fading. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 09/16/2014.